Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the impedance reading failed due to defective 7 segment display. It was also noted that the battery stabilizer pin was broken, the battery door was broken and the pole clamp knob was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the pole fixation knob, battery stabilizer, and battery door are broken. It was also reported there was an impedance lcd (liquid crystal display) malfunction. The rf (radio frequency) generator was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.